Event description:
A dialysis home patient reported a system error 2240 alarm in the last drain during treatment on homechoice device. The pt stated that a pet cat had chewed through the pt line of the homechoice set. According to the pt's nurse, the pt presented with cloudy effluent and abdominal pain and was diagnosed with peritonitis on 03/24/99. According to the nurse, the pt was administered vancomycin and ceftazidime, fully recovered and was counseled to keep pets away from dialysis supplies.